Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument failed to close and lock the clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the findings did not replicate nor confirm the customer reported event. During the failure analysis investigation, the instrument was recognized by the test system and successfully passed all functional test. It passed clip test, recognition and engagement tests, it moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. There was no physical damage or problem detected.

Event description:
Refer to h11 for follow-up information.